Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine, lidocaine, and morphine all of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported that in (B)(6) 2012 after implant on (B)(6) 2012 the patient had an infection and his implanting doctor pulled the pump out and cleaned it out and put it back in and treated the patient with intravenous (IV) antibiotics. The patient stated that in 2012 2-3 months after implant a bubble came up on the left side where the pump was and the implanting doctor pulled the pump out and cleaned it and put it back in and treated with IV antibiotics again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.